Event description:
I have a depuy attune knee replacement that is now loose. I have had 3 orthopedic drs examine my knee and all of them state that it is loose. Tibial loosening is what the last surgeon has said is wrong with my knee and that it has to be revised. I am experiencing daily pain because of it being loose.